Manufacturer narrative:
The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also mentioned that the patient had cognitive issue. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also mentioned that the patient had cognitive issue. The patient underwent an explant procedure. No device malfunction was suspected.